Event description:
It was reported that during a bypass procedure, after putting 4 new trocars, it was not possible to install the pneumoperitoneum, even with the help of a second insufflator. The surgeon had to change the procedure to sleeve instead, because leakage on all trocars. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 05/19/2010. Eval summary: the analysis results found that the cb12lt device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. The analysis results of the cb12lt device (b) found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load resulting from manipulation of inserted devices. The final quality release criteria were met before this batch was released for distribution. Device b additional info: batch # unk; expiration date: unk. Mfg date: unk. Leak test failure.